Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to assemble the catheter with the connector was inconclusive due to the nature of the returned sample evidence. The product returned for evaluation was one photograph which depicted a 4fr single lumen groshong catheter tray. The depicted tray was opened and various components were visible within the formed plastic tray. Those components included the scalpel, microintroducer, introducer needle, catheter and two-piece connector. The connector was unassembled. A segment of catheter tube was visible protruding from the proximal end of the distal connector segment; however, no catheter was visible extending from the distal end of the connector. The catheter segment was not inserted entirely through the connector; however, the relationship between the catheter and connector segments could not be examined. Consequently, this complaint is inconclusive at this time.

Event description:
It was reported, the facility found that the connector of the catheter could not be connected when the patient was punctured, and the patient could only be inserted after being pulled out and inserted again. No other information was provided.

Event description:
It was reported, the facility found that the connector of the catheter could not be connected when the patient was punctured, and the patient could only be inserted after being pulled out and inserted again. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.